Event description:
Argon beam coagulator malfunction intraoperatively for surgeon. The disposable equipment was changed out, however the machine was still inoperable. Clinical engineering was notified and the device was turned over for evaluation.